Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain #5) alarm was identified in the log. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The alarm occurred on (B)(6) 2014, 13:34:07. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. The device passed homechoice return instrument test / evaluation (rite) electrical test, but failed rite functional test due to unsuccessful display verification. The failed rite functional failure found will be captured and reported through(B)(4). A visual inspection was performed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.